Event description:
Ous MDR - after an implantation time of about 85 months oversensing and inappropriate shocks were reported as per homemonitoring. The lead was deactivated and a new lead was implanted.

Manufacturer narrative:
Until today, the medical product is not available for analysis and could therefore not be examined. The analysis is therefore based on the available iegm data. The available iegm data confirm the interference potentials mentioned in the complaint in the ventricular channel with inadequate shock delivery. However, the cause of the defect could not be determined because this would require the analysis of the lead itself. If any additional information or the device itself should become available, please forward those to us. The incident will then be updated accordingly.